Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. However, during the explant procedure, the patient went into respiratory arrest due to an anesthesia error and declared to be brain dead. The patient was monitored in the cardiovascular intensive care unit. There was no known allegation from a health professional that suggests the death was related to the device. There was no plan for device explant. No further information is available.